Event description:
A malfunction alarm was reported, specifically identified as malfunction code 16, and there were no notable events leading up to it. There was no reported adverse impact on the customer's blood glucose level. As the malfunction code was not resettable, the resolution involved replacing the pump by technical support.